Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency room after receiving an inappropriate shock. The right ventricular lead was found to have high pacing impedance, oversensing, noise and a confirmed fracture. The pace/sense portion of the lead was partially explanted and replaced. The high volt portion remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.